Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer blood glucose level was 165 mg/dl. It was also reported that drive support cap was normal and they did not received motor position encoder error alarm. It also stated that customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.